Event description:
A home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the home choice (hc) during the initial drain. The hp stated that there were large gaps of air in the line. The tsr assisted the hp with ending therapy and advised to start over with new supplies. On (B)(6) 2010, product surveillance spoke with the hp who stated she ended therapy and continued with manual supplies. The hp did not notice anything unusual with the supplies at the time of the alarm. The hp stated she has been in contact with her nurse regarding the alarm. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The cause of the incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.